Event description:
The customer reported a leak at the needle of the coulter hmx hematology analyzer with autoloader. Per customer, the leak appeared to be isoton and dried blood. The leak was not contained within the unit. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The facility does have a risk management / exposure control plan is in place and the spill clean up was completed following the biohazard spill protocol. On (B)(6) 2012 a field service engineer (fse) found fluid and blood leaking at the needle bellow and beneath the unit. The engineer determined pv21 was not opening and closing fast enough for fluids to be drained. The fse replaced the actuator for pv21 and ran samples; no leak was observed and all qc passed. Pv21 is the needle waste drain line. Needle waste consists of blood and diluent during operation and cleaning agent at shutdown.

Manufacturer narrative:
The cause of the leak is attributed to the actuator for pv21. (B)(4).